Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Troubleshooting was performed. Customer also reported no power alarm. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.